Event description:
Proximal tibia. Dr. (B)(6) used an evos 8h lateral proximal tibia plate. When dr. (B)(6) inserted the most distal screw on power (percutaneous), then final tightened on hand the screw stripped.

Manufacturer narrative:
The associated complaint devices were returned for evaluation. A visual assessment of the devices confirmed the stated failure. The hex end of the driver shaft was rounded and the prongs on the capture sleeve were damaged/bent. The device exhibits signs of significate wear/usage. A review of complaint history did not reveal any additional complaints for the listed batch for the same failure mode. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.